Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. Per the initial report, the hc cassette lines were twisted. The care giver (cg) stated that the past couple of cassettes they have opened, the tubing has been twisted and unable to use. The home patient (hp) continued therapy with cassettes from a different lot number. The cg then contacted (B)(4) on (B)(6) 2009 and stated that the first time this issue occurred with the homechoice cassettes was (B)(6). She stated that when she attempted to load the set, the lines were twisted and they have a hard time getting the homechoice door to close. The cg stated that the cassettes were fine and that she did store them in a cool temperature in the garage. (B)(4) recommended that she store the cassettes in room temperature to prevent the lines from being twisted and hard. The cg stated that she did not notice anything wrong with the package or the box and provided the lot number again. She stated that the hp had shoulder pain when she called gts on the (B)(6) and stated that she read the manual and contacted the nurse who advised the hp to take tylenol. The cg stated that during the final drain, there were bubbles coming out in the solution and thinks that the pain was caused by air as indicated in the manual. Additional follow-up calls were made to obtain information. The pd nurse indicated the hp had a peritonitis infection on (B)(6) 2010, was treated with vancomycin and gentamycin and then was switched to hemodialysis on (B)(6) 2010. The nurse stated the patient passed away on (B)(6) 2010 and the cause of death was respiratory cardiac arrest and was not related to pd therapy. The nurse indicated that she believes the peritonitis was resolved by the time the patient passed away. No further information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one unused companion sample was received for evaluation. The companion sample homechoice cassette was in the original packaging and unopened. The cassette was placed on a homechoice machine for priming with no alarms noted. No manufacturing abnormalities were noted during a visual inspection. The reported condition could not be confirmed in the laboratory. A manufacturing batch record review of the lot involved was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.

Manufacturer narrative:
(B)(4).

Event description:
The following additional information was obtained: a peritoneal dialysis (pd) nurse from the patient's pd clinic stated the patient had a respiratory and blood infection from (B)(6) 2010. The culture result for the respiratory infection was klebsiella and for the blood infection was enterococcus. The nurse indicated that the cause of the patient's respiratory and blood infection is unknown; however, the nurse was adamant that they were unrelated to any of the patient's baxter products. The nurse had no further information to provide.